Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality control (qc) was acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed server 3 (s3) service method tests (smt's). Based on the results from the smt, the cse replaced, auto aligned, and primed the s3 mixer assembly. Next, the cse performed the s3 smts and quick check successfully and processed qc for all s3 methods. Sample specific issues, such as sample handling and sample integrity, potentially contributed to the erroneous co2 result. The presence of cellular debris, gel globules, or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. The customer continued to run samples on the analyzer and has had no other incidents related to this issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result recovered higher than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of adverse health consequences due to the falsely depressed co2 result.